Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor 3/3/2014, electrode belt 12/7/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. Additional information regarding the patient's passing is not known at this time. Review of the patient's continuous ECG recordings revealed that prior to passing, the patient received seven non-lifevest defibrillations. The patient received the first non-lifevest defibrillation at 00:12:16 on (B)(6) 2020. The patient's rhythm was vt at 100 bpm, and the post-shock rhythm was asystole with CPR and motion artifact. The patient's heart rate was below the patient's physician prescribe treatment threshold of 150 bpm, which prevented the lifevest from delivering a treatment. The patient received additional non-lifevest defibrillations at 00:16:53, 00:19:13, 00:21:46, 00:24:13, 00:26:38, and 00:29:45. All of the treatments were delivered while the patient's rhyhtm was fine vf with motion artifact. The post shock rhythms for all of the treatments were asystole with CPR and motion artifact. The CPR and motion artifact and fine vf (small cardiac signal) prevented the lifevest from treating the patient during this time. The patient remained in vf with CPR and motion artifact until the device was shut down at 00:31:06.